Event description:
It was reported that the implantable cardioverter defibrillator was double-counting r waves which led to inappropriate shock. Programming changes were made. The patient was in stable condition.